Event description:
Nurse went to hook up blood to patient when noticed that clamped side of blood tubing was leaking the packed red blood cells (prbcs). Rn tied tubing in a knot and disposed of tubing to bring to central supply.